Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating that there was no adverse impact. The customer was instructed by technical support to use a backup therapy with an alternate pump and insulin shots until a replacement pump could be sent. Instructions were provided for placing the original pump in storage mode and returning it to tandem. The customer was informed of the necessary steps upon receiving the replacement pump and acknowledged each point made by technical support.